Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. Black box dates from (B)(6) 2014. Multiple eaw 128 replace battery alarms observed in alarm history. Investigators were unable to duplicate frequency of replace battery alarms. Current draws are within specifications. There was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they are having short battery life with replacement pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the battery life issue.